Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (healthcare professional was inadvertently selected) a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe rupture occurred by the following mechanism. 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a thin equipment, causing spark generation. 2) a force was applied to the probe during spark generation. 3)cracks occurred in the probe due to the load applied to the probe during tissue grasping and seal & cut output. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. The event can be detected/prevented by following the instructions for use which state: "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Never contact the probe tip with or ever grip a hard object of a metal clip, stapler needle or other surgical device (such as a uterine manipulator). Also, be careful not to let the probe tip come into contact with these hard objects without realizing it. Ultrasonic vibration may cause scratches on the probe tip, causing damage or falling off. In addition, high-frequency currents flow through these metals, which can cause spark discharges and lead to thermal burns, which can lead to deterioration of function". Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, during a therapeutic laparoscopic colectomy, two thunderbeat probe tips broke when a nurse wiped them with a gauze after output. There was no shedding inside of the patient¿s body. The procedure was completed without delay, using a replacement device. There was no report of additional anesthesia or patient harm associated with this event. Related patient identifier: (B)(6).

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The probe was broken around the outer pipe. There were no scratches on the probe. The fracture started from the origin of the crack that entered the probe. There were no scratches or contact marks on the non-insulated parts of the grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.